Manufacturer narrative:
The clinical application specialist (cas) analyzed the video available. The video shows the surgeon opens an incision along the horizontal plane, which is a good indication that the side cut was not complete. However, it is very difficult to see. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The doctor found extreme resistance while opening the side cut temporally while lifting the flap. The doctor was forced to use a blade to complete the cut. A company representative reviewed a video of the procedure and reported that the doctor opened a false cut through the horizontal overlap. Side cut is thought to not be done.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that while lifting the flap, a false path prevent continuous execution of the vertical cut. Supero-temporal incision of the peripheral cornea was affected. The doctor completed the flap using a knife.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).